Event description:
On (B)(6) 20, there was leakage of the catheter just at the place where the catheter comes out of the skin. The surgeon removed this groshong and replaced it with a new one.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.